Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited oversensing and noise on the right ventricular (rv) and left ventricular (lv) channel. Upon review, technical services (ts) stated that the noise signals appeared to occur at the same time on both channels. The rv and lv impedances were stable and within the normal range. Ts suggested to consider performing troubleshooting to investigate the mechanical integrity of the lv and rv leads and in-clinic testing. Ts recommended to perform x-ray imaging to evaluate both rv and lv lead positions. This device remains in service. No adverse patient effects were reported.